Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nurse clamped the line to disconnect the blood tubing set from the patient's PICC line and at disconnect blood splashed into the nurse's face from the maxzero¿ needleless connector. There was no harm caused to the patient or the nurse.